Event description:
Customer reported an rh discrepancy on a patient sample tested on galileo. Galileo results were d negative. Provue results were 3+ for anti d on the same sample.

Manufacturer narrative:
The customer was told the galileo operator manual states that the galileo can not reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology. Weak d testing was not performed by the customer.